Event description:
It was reported by the (B)(4) regional sales manager that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 5f st. Jude sheath. Peri-procedure, the patient was anticoagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel approximately 7mm in size. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the physician shuttled the sealant down per the IFU but the sheath jammed, was completely stuck and would not retract. The balloon was deflated and the device was removed from the patient. The patient was converted to 15 minutes of manual compression. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1220104) indicated that the device lot met all established performance criteria prior to shipment.